Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a scan error when attempting to pair a new freestyle libre 3 plus continuous glucose monitor (cgm) sensor with the ilet mobile app, with intermittent communication failure suspected during scanning on an incompatible phone; scanning on an alternative phone was successful and the sensor entered warmup, indicating an interoperability issue related to user-device compatibility. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem with intermittent communication failure associated with the user's incompatible phone and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-device connectivity limitations.